Manufacturer narrative:
Initial 1 of 3: e1: name: (B)(6), country: united states of america, address ¿ line 1:(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that, patient experienced infusion set fell off during use event on (B)(6) 2026.